Manufacturer narrative:
Additional components potentially involved in the event include: concomitant medical products: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000117818. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced a headache due to csf leak during an scs trial procedure. Reportedly, patient had a fall and the lead migrated. The physician performed a blood patch and patient¿s symptoms have resolved. The investigation did not determine which lead migrated.